Event description:
Customer reported an unknown cause for high blood glucose, with a reading of 525 mg/dl. Customer took corrective action by administering a correction bolus through their pump. After a series of troubleshooting checks and instructions from technical support, including inspecting the infusion set and tubing, cts guided the customer to replace supplies and resume insulin delivery.